Manufacturer narrative:
An event regarding limb length discrepancy involving an unknown insignia size 6 standard offset stem was reported. This event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to limb length discrepancy (clinical measurement +30mm, surgeon wanted to shorten by 23mm). A stem, head, and liner were revised (rep confirmed there are no allegations against the revised liner, and that it did not contribute to the limb length discrepancy).